Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with a history of primary breast cancer on hormone therapy, recent lumpectomy, deep vein thrombosis, and saddle pulmonary embolism underwent placement of an inferior vena cava (ivc) filter. The ivc filter was placed via the left groin and deployed in an infrarenal position without documented complications. Patient was discharged from the hospital on the same day as filter deployment on oxygen and lovenox for anticoagulation. Approximately two weeks post ivc filter deployment patient was readmitted to the hospital for worsening shortness of breath, acute renal failure, resolving pulmonary embolism, and supratherapeutic inr on coumadin. CT imaging demonstrated an unremarkable ivc filter present. Patient was discharged two days after admission on coumadin. A limited CT scan of the abdomen approximately nineteen months post ivc deployment demonstrated placement of an ivc filter below the renal veins with the proximal end of the ivc filter directed toward the patient¿s right and slightly posteriorly. The following month, patient was scheduled for ivc filter retrieval. Access was gained via the right internal jugular using a cook celect ivc filter removal kit. The ivc filter retrieval procedure was aborted due to the ivc filter being tilted and it's hook being outside the vena cava. As a result, endovascular removal was not possible. No further records have been provided with patient¿s current condition and that of the ivc filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year and eight months post deployment, the filter was unable to be retrieved given the filter was tilted with its hook outside the vena cava. Based on the provided medical records, the investigation is confirmed for filter tilt, perforation of the ivc, and retrieval difficulties. However, the investigation is inconclusive for migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2015); date manufacture date: (11/2012); (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and rv systolic dysfunction. At some time post filter deployment, it was alleged that the filter perforated organs, tilted, migrated to the ivc and embedded. The device was unable to be retrieved and the patient experienced a dvt. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.